Event description:
During the delivery of anesthesia during surgery, the heat and moisture (hme) filter devices integrated into the patient breathing circuits leaked or completely fell apart during as many as 8 procedures in different operating rooms on the same day. Manufacturer response for disposable anesthesia breathing circuit, portex (per site reporter): the manufacturer hasn't evaluated the problem yet.